Event description:
It was reported a line was being placed into a male patient in a code situation. The ez-io driver was removed from the black hard case and the trigger guard was removed. The light was green on the g3 driver. The ems tech was inserting the line into the patient's left tibia. The driver had normal power. As soon as the needle penetrated the patient's skin they lost all power. As a result, the tech hand screwed the needle into the patient's bone. The line was utilized. See MDR# 3004526033-2014-00019 for the second report for additional line needed.

Manufacturer narrative:
(B)(4).